Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further investigation, it was identified that this complaint event is non-reportable in us so sharing downgraded MDR. Please cancel mfg report number 2249723-2025-0001129 in your database."

Event description:
Na.

Manufacturer narrative:
Due to initial character limitation, initial reporter name: (B)(6). Event city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm cs100 cardiosave intra-arotic balloon pump (iabp) had safety disk due for replacement. There was no patient involvement.